Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event may have been caused by damage to the slider switch. The cause of the damage to the slider switch could not be identified. -from the evaluation result of the device, it was confirmed that the reported event was reproduced and caused by the broken slider switch. -no information was provided on the cause of the slider switch breakage. -there was no abnormality in the manufacturing history of the device. The instruction manual states warnings about excessive force on the light source and/or other instruments connected and touching the electrical contacts inside the connector of the light source. Therefore, the user may have been able to prevent the reported event from occurring. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the black pin inside the output socket was broken. When the endoscope is connected in the ideal position, all the leds on the front panel will light up and the buttons can be operated, but the led on the airflow button did not light up and could not be operated. There was no report of patient injury associated with the event. Olympus then inspected the device at the service department of olympus (B)(4) and found that the air pump did not work and the 190 series endoscope detection was broken.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. Dust was accumulated inside the device. The led on the airflow button did not light up. The air could not be insufflated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.